Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to noise on the right ventricle (rv) lead. The patient experienced nonsustained tachycardia (nst). The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the criteria for the right ventricular lead integrity alert were met. 15 non-sustained tachycardia (nst) with short v-v cycle <(><<)> 220 ms are recorded between the dates of (B)(6) 2012 and (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for nst and ventricular sic. There are (B)(4) ventricular sic recorded beginning (B)(6) 2014.